Manufacturer narrative:
(B)(4). Batch # p91y67. Investigation summary: the device was not returned, however, a photo was provided by the customer, thus the analysis was based on the photo provided. The image was that of an hp054 with the nosecone detached from the mid-housing. The horn and transducer assembly are outside of the instrument and no electrical harness can be seen in the image. It is nearly impossible to identify a root cause from an image, therefore a conclusion could not be reached as to what may have caused or contributed to the event. However, a likely cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles, which is a stressor. It is also possible that the ingress of moisture affected the handpiece functionality. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the handle got stuck to the attachment. While trying to disconnect, it got broken into two pieces. Another device was used to finish the intervention. There was no harm to patient and no delay to procedure.